Event description:
During a nephrectomy procedure, the device cut but did not staple. A vascular surgeon was called in to perform a nephro-ureterotomy procedure and complete the procedure by hand-suturing. The patient received 5 units of blood. The pt is now fine.